Event description:
It was reported to medtronic neurosurgery that the catheter was found broken before implantation.

Manufacturer narrative:
The peritoneal catheter was returned in two segments, 69 cm and 30 cm in length, and the tear site appeared jagged. It is unk how or when this damage occurred. The returned segments were patent and passed leak testing when tested individually. The catheter also met all specifications for tensile strength and ultimate elongation testing. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials." The valve was patent and passed siphon, reflux and leak testing. The device met all specifications for pressure-flow and preimplantation testing. A review of the mfg records showed no anomalies. No impact to the pt was reported.